Manufacturer narrative:
Product event summary: the balloon catheter 2af283 with lot number 75259 was returned and analyzed. Visual inspection of the catheter showed the device was intact with no apparent issues. Smart chip verification indicated the catheter was used for 19 injections. The catheter passed the performance test and electrical integrity as per specification; impedance was also within specification. Dissection/ pressure testing with the balloon catheter revealed a guide wire lumen kink at 1.03 inches proximal from the tip. In conclusion, the balloon catheter failed the returned product inspection due to the guide wire lumen kink. If information is provided in the future, a supplemental report will be issued.

Event description:
The balloon catheter subsequently tested out of specification per the manufacturer's investigation.